Event description:
Adverse event(s): "allergic reaction" (hypersensitivity); "itchy" (itching): "swollen eyes" (inflammation); "conjunctival 2+ injection and blood shot eyes" (red eye(s)); "non-staining corneal infiltrates" (corneal infiltrates); "discomfort" (discomfort). Product problem(s): "none reported" (no info). A consumer reported she experienced an allergic reaction, itchy, swollen eyes, unable to wear contacts and blood shot eyes following the use of the product. She stated she began using this product last (B) (6) without any problems and has used the product successfully until now. She reported she has switched from this product to a hydrogen peroxide based solution and her symptoms have resolved. On (B) (6) 2010, an optometrist reported that he diagnosed the consumer with diffuse conjunctival 2+ injection, non-staining corneal infiltrates, redness and discomfort. He stated the consumer has a sensitivity to the solution that he treated with an ophthalmic antibiotic and a corticosteroid.

Manufacturer narrative:
Eval summary: the complaint device associated with this report was received. It is unk if the product was used according to labeled indications. Batch records were reviewed for lot 174340f and no deviations were identified. Chemistry and microbial results, environmental, utility, bioburden, and sanitization records were also reviewed and found to be acceptable. Lot 174340f met all release criteria prior to product release. There are no similar reports for this lot. A visual examination of the returned sample found a partial seal remained on the bottom of the cap and (B) (4) tape was covering the flip cap. It was also noted about 7 ounces of the solution remained in the bottle. Additional info was requested via mail on 04/12/2010 and 04/15/2010, via fax on 04/15/2010, via phone 04/22/2010 and 05/04/2010. (B) (4). (B) (4). (B) (4).